Event description:
Caller reported testing the pt with the freestyle meter on the finger while they were going into shock. The result was 80 mg/dl. The paramedics were called immediatley and within 10 minutes, they received a reading of 40 mg/dl with their unknown brand meter. The paramedics transported the customer to the hospital where a reading was obtained of 42 mg/dl. The customer was treated intravenously at the hospital until glucose levels were normal, then released.